Event description:
The customer reported the device would not fully power up for use and displayed error code 01000 (defib biphase failure). The error code is accompanied by the message/instructions defib failure cycle power. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device would not fully power up for use and displayed error code 01000 (defib biphase failure). The error code is accompanied by the message/instructions defib failure cycle power. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.